Event description:
A consumer implanted for non-malignant pain reported they were having problems with their spine after they were injured in (B)(6) 2016, and experienced a return of target pain, but were also experiencing new pain in the cervical and lumbar regional as well. A CT scan was performed, but they didn¿t see anything wrong with the implanted ¿hardware,¿ so they were going to be having an MRI, but it wasn¿t due to a problem with the device or therapy. The consumer was given spinal injections for the pain but they caused pain, blurred vision, headaches, being unable to sit or stand for long periods of time, and their eyes were tearing, but they didn¿t know what was causing the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.